Manufacturer narrative:
Received two used d1000 tego connectors for inspection. This reflects the first of two. The first sample had seal tearing along the top rim of the body. The reported complaint of a torn seal can be confirmed on the first sample. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
A complaint was received regarding a tego¿ connector that experience breakage. It was reported that the tego shredded on inspection when taking patient off hemodialysis machine. Additional supplies needed, delayed patient takeoff, danger if not caught for potential leak to the extracorporeal system. The sample device was retained, wiped, double bagged, labeled as per instructions and available for investigation. The number of devices affected were 2. There was patient involvement. There was no harmed as a result of event and no delay in therapy.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.